Event description:
It was reported that the bd syringe plastipak 20ml ll s/su package seal integrity was poor / questionable. The following information was provided by the initial reporter translated from portuguese to english: what deviation was found with the material? The back of the syringe had stains on the packaging and on the syringe, the box arrived without the bd seal, but unopened. What part/component/part of the product is involved in the complaint? Packaging - syringe barrel. Purpose of use: in which procedure was the material being or would it be used? Not used in any procedure/ material for distribution - sale. Drug/substance involved in the occurrence no. Quantity of diverted material most of the material in the box. Is the sample with the deviation available for analysis? Yes. Quantity of sample with deviation available for analysis. (B)(4). Is the sample contaminated (body fluids or medication/solutions)? No. If a sample is available, is the collection address the same as the one given at the beginning? Same address. Can the client send photo samples of the material for analysis? Yes. Does the customer request replacement of material with deviations? Yes. N which situation was the deviation identified? Before starting any procedure with the material and without contact with the patient/professional. Was there any damage to the health of the patient or the professional who handled the material? No. Was there a need for medical intervention? No. Was surgical intervention necessary? No. Was there a need for impatient or prolonged hospitalization? No. Was there exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there an accidental puncture with the needle? No. Did the event lead to death? No. Was anvisa notified? Inform number. No. Was there a second material and/or incident notified? No. Additional comments: product arrived on site unopened, upon opening box showed deviations in packaging. Additional info received: feb 10.2025. (B)(6). Attached are the photo samples and yes, we will need to exchange the lot, after all, the box was sealed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) follow up: it was reported there were stains on the syringe and deviations in the packaging. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were received for evaluation by our quality team. In the photos, it is possible to verify the foreign matter condition, but it is not possible to confirm the condition originated during bd's processes. From the moment the product leaves the bd manufacturing site, we no longer have control over handling. The product goes to the distribution center and eventually to distributors, where it may be sold in fractions. A device history record review was completed for provided material number 990687, lot 2077089. Inspections were carried out according to plan and no record of this condition was observed. There were no quality occurrences or maintenance events related to this incident. There are current controls for incident detection carried out through periodic visual inspections of the material during the packaging process. To date, there have been no other similar events reported for this lot. Based on the investigation, bd confirms the foreign matter is observed but cannot confirm the foreign matter came from bd manufacturing.